Event description:
It was reported that one tooth on the edge of the blade broke off during surgery. No injury reported.

Manufacturer narrative:
Evaluation: as of this date, no product received. Product is expected. Once the device is received and evaluated, a follow up report will be submitted.